Event description:
The customer reported via phone call that the insulin pump's screen was scratched. The customer was unable to read the insulin pump's screen as a result of the damage. Customer's blood glucose was unknown. Customer reported wearing the insulin pump in their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.